Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, noise was noted on ventricular lead, consistent with can-to-lead abrasion. No intervention was reported. The patient was stable and would continue to be monitored.